Manufacturer narrative:
The information related to auto mode was not available with the initial report. The information has been included with this report.

Event description:
It was reported that the auto mode feature was active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was over 600 mg/dl at the time of incident. The customer was treated with insulin pump for the high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether the customer was using automode. Customer reported that they have contacted their health care professional regarding the high blood glucose. Based on customer¿s report customer does not allege pump was under delivering. Troubleshooting were completed for the high blood glucose. The device will not be returned for analysis.